Event description:
It was reported that an interlink extension set had a filter that allowed excessive air into the line. Patient involvement is unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.